Event description:
The customer reported being hospitalized due to high blood glucose levels over 598 mg/dl. The customer stated that the insulin pump lost power in the middle of the night, and when she woke up, her blood glucose levels were very high. The customer also reported failed battery test alarms. Troubleshooting was performed, but the alarms continued. Advised the customer that a new battery cap would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.